Event description:
The following information was reported to gore: on (B)(6) 2025, a patient underwent endovascular repair of a thoracoabdominal aortic aneurysm utilizing a physician-modified endovascular graft and gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices). The physician gained access from the right common femoral artery with a 0.035" rosen guide wire, through a bayliss passport 6.5fr steerable sheath. After repeated attempts to advance the vbx device into the celiac artery, he pulled it back and the stent came off the balloon and remained in the patient. The physician removed the vbx device with a tri lobe ensnare and successfully completed the case with a new vbx device.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The primary reported complaint could not be independently confirmed because there were no items returned for evaluation. It was reported the physician was unable to advance the device to the target treatment area so withdrew it through the sheath after the stent had been fully introduced. The cause for the complaint is determined to be unintended use error.